Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgery, a pt was unable to neuroadapt to the iols. The iols were exchanged for a different model. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/15/2009 and 12/18/2009 by phone, fax, and mail. A completed questionaire has not been received.